Event description:
It was reported that the device failed during use. An internal fg flow failure and a system failture alarm were generated. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.